Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced elevated blood glucose after initiating ilet therapy and announcing a meal approximately two hours prior; troubleshooting confirmed proper insulin delivery with a dry, intact infusion site, correctly connected tubing, and immediate drops observed during a fill step. Symptoms included hyperglycemia. Outcomes included continued home monitoring without medical intervention or hospitalization. Investigation included product-use troubleshooting and education on expected glucose patterns during initial ilet learning. Investigation of this case revealed no device malfunction or component issue identified during troubleshooting, with insulin delivery pathways appearing functional. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.